Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor (B)(6) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not booting up properly. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was not powering on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not booting up properly. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was not powering on.